Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having discomfort at the ipg site. The patient underwent an ipg revision. No device malfunction was suspected. The patient was reportedly doing well postoperatively.